Manufacturer narrative:
Investigation: the complaint of the v5m tee transducer acquisition error was investigated. The transducer was not returned for investigation. The most probable cause of the issue was due to a problem with the mpi board.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient who was already sedated was undergoing a transesophageal echocardiography (tee) procedure. When the doctor connected the transducer to the ultrasound system, a usacquisitionhw 36 error message was displayed. The doctor connected the transducer to another port but it did not solve the problem. The doctor rebooted the system and aborted the procedure. The tee was repeated in the afternoon. There was a delay of 4-5 hours in completing the procedure using a similar but different system. There was no patient adverse event reported. No additional information was provided.